Event description:
It was reported that during sheathless insertion of the intra-aortic balloon, the balloon began to unwrap and resistance was encountered before placement was completed. The intra-aortic balloon was removed and replaced without any complications.